Event description:
It was reported that during the procedure in the heavily calcified proximal left anterior descending artery (lad), multiple unsuccessful attempts were made to advance the 3.5 x 18 vision stent system to the lesion. Pre-dilatation was not performed. During the attempts to advance the stent system, it was noted that the stent had dislodged from the balloon. A vision stent was deployed to appose the dislodged stent to the vessel wall in the lad, proximal to the target lesion. The physician stated that the dislodgement of the stent was due to the handling of the device and not a quality issue. Dilatation was performed and another vision stent system was advanced for treatment of the target lesion; however, the device could not cross. The stent system was removed from the anatomy and it was noted that the stent was flared. A new vision stent system was advanced and the stent was successfully deployed in the target lesion. Although the procedure was prolonged, there was no adverse patient sequela. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii, neo light; guide cath: heartrail jl4. (B)(4) - no pre-dilatation/against resistance. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. It was reported the lesion was not pre-dilated, which also may have contributed to the reported difficulties. Additionally, an interaction with the lesion/anatomy during the multiple attempts to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used to deploy another stent to embed the dislodged stent in the vessel wall which contributed to a delay in the procedure. The lesion was eventually treated with implantation of another vision stent. It should be noted the vision instructions for use states: pre-dilate the lesion with a ptca catheter. Additionally, the IFU warns: do not advance or retract the catheter if resistance/anomaly is met during manipulation, appropriate measures should be taken. In case you feel resistance, do not pull the device against resistance. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.